Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they suddenly had no urine control. The patient stated that they turned it off for an MRI 2 weeks ago and since then it wasn't working right. The patient also stated that they took a very bad fall 2 weeks ago as well, and added that the stimulation sensation right now was not pleasant, although not uncomfortable, it's almost like a tingling on the vaginal area. Agent walked them through connecting to the ins and reviewed changing programs. The patient was able to connect to the ins, changed programs and increased the stimulation to a comfortable level. The patient to monitor their symptoms and redirected to the healthcare provider (hcp) to further address the issue.